Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit(30 cm). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that contacts on the left lead showed high impedances. X-ray revealed that the leads moved in location and were fractured. It was unknown if the lead fracture happened during or prior to surgery. The patient underwent a revision procedure wherein the leads were repositioned and replaced. The patient was doing well postoperatively.